Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, a possible root cause could be due to degraded material causing the yankauer tip to be weak. Degradation of the material can be due to wear of the barrel and screw of the molding machine. As a corrective action, the barrel and screw were cleaned and the check sensor was changed. The accessories were also cleaned. The current process is running according to product specifications meeting quality acceptance criteria. The product personnel were made aware of this reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a yankauer. The customer reports that the yankauer tip fell apart and was noticed during a procedure. The customer further reports that all the pieces are accounted for.